Event description:
Complainant alleged that while attempting to treat a 65-year-old male patient in cardiac arrest, the device was unable to obtain an ECG signal via electrode pads, and the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed. D4: justification for no UDI, this device was manufactured before UDI requirements.

Manufacturer narrative:
The device and the customer's accessories were returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device and the customer's ECG lead set, multifunction cable, and CPR adapter were put through extensive testing, including all functional testing, performance testing, and defibrillation testing without duplicating the customer's report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.